Event description:
A report was received that the patient's ipg was not as responsive in charging. The patient will undergo a battery replacement procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg was not as responsive in charging. The patient will undergo a battery replacement procedure.